Event description:
Procedure type: lap colon. According to the reporter: the seal in one of the ports broke and a little piece of white plastic fell into the pt cavity. Afterwards, the port leaked gas. Piece was retrieved from the pt. Another port was used to complete the case. There was no extension of surgery time by more than 30 min or re-op and no additional bleeding.

Manufacturer narrative:
(B)(4).